Event description:
Note: company's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on patients. According to the complainant, at set-up, the breathing bag bushings split when force was applied to the bushing while attaching the breathing bag to the anesthesia machine. The three reported incidents occurred at set-up, no patients were involved.